Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a pt clinical procedure the IV pole insert in the table top came free, allowing the IV pole to fall. The philips field service engineer (fse) confirmed that there was no physical contact with the IV bag or pole, other than the IV line to the pt.